Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported low blood glucose due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient), left a message, and alleged that the pump was giving unspecified error messages. She also claimed that the patient's blood glucose (bg) was so low that he had a seizure the previous saturday. Animas attempted to contact the reporter for follow-up information on (B)(6) and (B)(6) 2011, but was unsuccessful. On (B)(6) 2011, animas was finally able to contact the reporter and obtained additional information. The patient indicated that the meter remote had been giving inaccurate readings and the device was replaced. The reporter explained that the patient was basing his insulin dosages from the meter remote readings. On (B)(6) 2011, the patient reportedly suffered the seizure. Prior to suffering the seizure, the reporter claimed that the patient was getting error messages. The patient was treated with a glucagon injection. Emergency medical services (ems) was contacted. In an ambulance, the patient's bg was tested and a result of "124 mg/dl" was obtained. The patient was taken to a hospital and monitored. His basal rates were reportedly adjusted down. According to the reporter, the patient's bg's had stabilized with the reduced basal rates and the use of a different meter. The reporter did not know what bg value was obtained when the patient actually had the seizure. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was giving error messages and the patient suffered a seizure suggestive of severe hypoglycemia. At this time, it is unknown if the pump and/or possible use-error contributed to the patient's injury. It is unknown what actions the patient took in response to the alleged error messages from the pump and what actions he took prior to suffering the low bg event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.